Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) a year after implant due to patient continues to leak. The physician found urethral atrophy during surgery. All components were explanted and replaced. The old cuff and balloon did not appear to have any leaks. The doctor placed a new 4.0 cm cuff trans corporally, as well as a new 61-70 prb, and a new pump. The doctor did not wish the explanted components returned to boston scientific. No adverse patient effects. No further information regarding this case is available.